Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, and urinary problems. It was reported that patient underwent revision of mesh on (B)(6) 2010 due to erosion of mesh. No additional information was provided.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2010 by implanting surgeon due to mesh erosion.

Event description:
It was reported that patient underwent mesh revision on (B)(6) 2010 by implanting surgeon due to mesh erosion.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and discomfort.

Event description:
It was reported that following insertion the patient experienced urinary tract infection and discomfort.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures, including a repair surgery on (B)(6) 2010. No additional information is provided at this time.